Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified, and the root cause of the foreign material remaining in the device could not be conclusively determined from the information provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation of the videoscope, corrosion was found on the light guide cover glass and the light guide connector, and foreign objects were found on the a-rubber. There was no patient involvement.